Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherland. On (B)(6) 2024 it was reported that the patient experienced leak on the site. The infusion set used for 5 days. No further information available.